Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
The instrument broke during surgery.

Manufacturer narrative:
Corrections: emdr data tab - FDA registration number: 3000931034, d3 (legal manufacturer), and g1 (manufacturing site).

Event description:
The instrument broke during surgery.

Manufacturer narrative:
Correction: please refer to h6 device code. The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the received device shows significant signs of extensive usage as evident by scratches and wear marks. The retroversion rod has breakage indicating a brittle fracture near the threaded portion at the tip resulting from an application of excessive torsional force. Broken piece of the rod is stuck inside the 20 degree hole of the inserter extractor handle. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a user related issue. The failure was due to an application of excessive torsional force. If any further information is provided the complaint report will be updated.

Event description:
The instrument broke during surgery.